Event description:
Boston scientific received information that during an implant procedure this right ventricular lead was positioned in the septum. Measurements with the pacing system analyzer (psa) showed out of range pacing impedances, problem with sensing, high thresholds resulting in loss of capture. The psa clips were changed, but the measurements remained out of range when it comes to impedances. The lead was then positioned at the apex without fixation and out of range pacing impedances were once again seen. It was suspected that the out of range measurements were a result of tissue being caught in the helix. The lead was removed but no tissue was seen on the helix mechanism. The lead was replaced. A new lead was implanted and normal pacing impedances were seen. This right ventricular lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted no sign of setscrew marks on the terminal pin or terminal al ring. Tissue was noted at the base of the helix. Laboratory analysis performed detailed lead testing and noted that resistance testing failed due to an open anode. Destructive analysis revealed the anode wire was fractured under the distal anode ring.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.